Event description:
It was reported that the system 2800 uroview failed to initialize displaying "no signal error" and "communications error" messages. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The separate power switch for the 480 vac was off. Additionally, power supply ps1 was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.